Event description:
During a pta to the sfa (unk which side), the balloon burst circumterentially at an estimated 4-5 atmospheres. A 10cc syringe was used to inflate the balloon. There was no calcification and only mild tortuosity in the target vassel, and the product appeared perfect during pre-sue inspection. As per the reporting affiliate; no additional pt or procedural info is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.